Event description:
It was reported that during tka surgery one of the small tabs of the cam module trial broke off. This happened outside the patient. Pieces of the broken device fell inside the patient and all of them were recovered. No delay. No back up needed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.